Manufacturer narrative:
The fenestrated bipolar forceps has not been returned for failure analysis. Review of the provided image was consistent with the cut head of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument shaft and the head dropped during the operation, but the wire was not broken. It was impossible to loosen the jaws during the operation. After the surgeon and the nurse shortened the tip of the instrument with other laparoscopic instruments, they forcibly opened the jaws and released the tissue. There was no patient injury result from this event; there was no bleeding, tissue damage, or unplanned tissue removal. The head had to be cut off with other instruments and then removed. The instrument tip was cut intentionally and fell into the patient and fully retrieved without injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received and failure analysis found the instrument to have a broken proximal clevis at the main tube. The broken pieces were not returned, measuring roughly 1.5935¿ x 0.3265¿ in sizes. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. Main tube, conductor wire, grip and pitch cables are broken. The instrument was found to have a broken main tube approximately 1.7260" from the distal tip. The main tube is broken and has missing pieces; however, the exact size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do show damage. The instrument was found to have a broken grip cable and pitch cable at the main tube.

Event description:
Refer to h11 for follow-up information.